Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient complaining of pain in hip MRI showed psoas lesion and some loosening proximally around the stem. Patient required revision. Mr (B)(6). Cup/insert/screw removed replace with sector cup with screws ceramic liner and head replaced. Bone grafting to proximal femur. The surgeons did comment that the original cup was in a slightly retroverted position. Update received 23 march 2015: confirmation of formal claim received from (B)(6). Patient medical records received. Records received confirm metallosis found during revision. Update rec¿d 23 march 2015- the patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicate prior to revision the pain was experiencing pain and increased cobalt and chromium levels. Upon revision, the capsule was stained with dark metallosis. The revision notes confirmed the patient had three screws removed at revision, so an additional screw is being added and reported on this complaint. The complaint was updated on: 23/03/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. Impingement was evident in the previous complaint report as was liner mal-position; liner mal-position was supported by the x-ray review. It is not possible to determine what caused the cup position. It was noted that the shell was the second inserted and screw fixation was used. No specific device defect was reported in the complaint description. A potential device defect may have been alleged by the solicitor¿s letter but no specific details were issued. Post market surveillance reviews ongoing product performance, and is per sep-419. It is not possible to determine if there was a manufacturing fault. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.